Event description:
It was reported that when attempting to implant a reform polyaxial screw, the tip of the driver broke off in the head of the screw. The screw was removed and replaced using another driver available in the set. It is believed that the screw may have hit another implant (lateral plate), placing excessive torsional load on the driver in attempt to seat. This caused a delay to the procedure of approximately five (5) mins.

Manufacturer narrative:
Eval was not possible as the device was not returned to the manufacturer. Without lot identity, manufacturing history and lot specific complaint history review is not possible. Root cause could not be determined.